Event description:
A distributor reported that a site in (B)(6) reported that a patient received a hair removal treatment on the legs and responded with hyperpigmentation and burns on the treated area.

Manufacturer narrative:
The unit was installed at the user site (B)(6) 2012. There have been no clinical complaints regarding this specific serial number since that time. The product device history record and service history were reviewed on (B)(4) 2012, with no issues found. The treatment parameters reportedly used by the operator were: 18mm spot size, 3ms pulse duration, 18 j/cm2, and 0/20/40 dcd setting, which are within the treatment parameters as recommended by candela's treatment guidelines, except for the dcd setting. The distributor field service engineer inspected the unit involved in the event and reported that the dcd canister was empty. The field service engineer is currently investigating if the empty dcd canister was a contributing factor to the event.